Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT was done showing that the aortic neck has dilated resulting in stent graft migration and a proximal type I endoleak. An endurant 36x36 aortic cuff was implanted proximal to the aneurx stent graft resolving the migration and proximal type I endoleak. The physician prophylactically implanted aptus endoanchors. The physician stated that the cause of the event was due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.